Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing, lead to inappropriate atrial tachy response (atr). Low amplitude was also observed. Further review was recommended with following physician. Currently, this crt-d remains in service and no adverse patient effects were reported.